Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips rec'd info from the philips field svc engineer (fse) that during review of log files at the customer site, the logs indicated that there was an instance of the table unload button sticking engaged on the gantry panel. The customer did not report any issues with the table or stuck gantry button. There was no report of harm to a pt or operator due to this reported event.